Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). The patient reported they started the trial the day prior. They also stated they had a pacemaker for their a fib. They said since the day prior when the sedation wore off they noticed they were feeling heart palpitations. They said they had not felt this in a long time. They said their doctor was aware they had a pacemaker. The patient was going to call the manufacturer representative (rep) and let them know and see if the device had to be programmed differently so it didn't interact with the pacemaker. This was noted to be a sudden onset of symptoms. No further complications were reported or anticipated.